Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with injection vancomycin (dose, route, frequency, and duration not reported) and unspecified antibiotics (drug name, dose, route, frequency, and duration not reported) for peritonitis. Physioneal and extraneal therapies remained ongoing. Four days after admission the patient was discharged from the hospital. Also that same day the patient was planned for outpatient treatment (no further details provided). At the time of this report, the patient was recovering. Though no breach in aseptic technique reported, the patient was retrained on proper aseptic technique. No additional information is available.